Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist (tss) restarted application through task manager. User tested and confirmed that were able to issue medication. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux unable to issue medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.